Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the "side seam". The event occurred after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between october 28, 2019 to october 29, 2019. H10: the device was received for evaluation. Visual and magnified inspections were performed which revealed a small tear at the lower right side edge of the bag. Functional testing was performed with tap water which identified a leak from the lower right side edge of the bag. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.